Event description:
The facility had sent an infusion pump to service where a baxter service technician discovered a failure code 812:02. The representative of the reporting facility had stated that no patient injury was involved with this pump, information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.